Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a 80% stenosed, mildly tortuous, and moderately calcified de novo lesion in the mid right coronary artery. Following serial pre-dilatation, a 3.0x33mm xience xpedition stent was deployed; however, on removal of the delivery system, a check shot revealed a distal dissection. An unspecified 2.75x8mm drug eluting stent was used to successfully cover the dissection. Procedure results were good with timi iii flow and no residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.